Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no physical damage to the unit. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The tubing sets used were not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.

Event description:
It was reported that the pump was being used for an ankle arthroscopy and orif ankle fracture case. The pump was stopping and being restarted; it then pumped excessive fluid into the patient and the case was aborted. The patient did not require additional hospitalization and the case will be rescheduled. Patient is female, (B)(6) years.